Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, june 3, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct explant date is (B)(6), 2015, not (B)(6) 2015 as previously reported.this report filed january 19th, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same surgery. This report is filed august 26, 2015. Device not yet received by manufacturer.